Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that during a routine follow-up approx. 2 months after the implantation the sensing measurements were insufficient and the pacing not satisfactory. Lead repositioning will be scheduled.

Manufacturer narrative:
On (B)(6) 2022 - this lead was repositioned. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.